Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found two external insulation abrasions consistent with friction to another device or feature of the heart. The cause of the reported event of noise was isolated to the external insulation abrasions. No other anomalies were identified.

Event description:
Additional information noted that the right ventricular lead was explanted on (B)(6) 2023. Fracture was noted during procedure. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise. No interventions were performed. The patient was in stable condition.